Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a small shock from the pump; however, the source of the shock could not be located on the pump. Blood glucose was not impacted. Customer reported no injuries or pain from the event. Tandem technical support performed troubleshooting and no issues were observed with the insulin delivery of the pump. Additionally, there were no alerts/alarms observed in the pump history. The pump was not hot to the touch and the customer did not observe any visible damage to the usb port. Customer was able to continue successfully charging the pump and continued using the pump for insulin delivery.